Manufacturer narrative:
The customer has not responded to multiple attempts to retrieve additional information. Upon receipt of the following information a follow up report will be submitted. Current patient status. Age and dob: best estimate for required field was used. Patient sex: best estimate for required field was used. Patient weight: best estimate for required field was used. There were several procedure-related opportunities that may have contributed to or caused the event. The procedure itself is technically demanding and carries the risk of severe complications including perforation. Since it cannot be determined what if any role the acutus devices may have played in this event, acutus is conservatively reporting this event. Problems with my webtrader account resulted in a late filing of this report.

Event description:
It was reported that using the acqguide max (ln101953) and acqcross max (ln102010) to go transeptal, the device moved off the septum and punctured the right atrial wall. Surgical repair was completed on the patient. There is no report or allegation of an acutus product malfunction.